Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that sets leaked during discussion regarding occlusion of the 1.2 micron filter with smof lipids and intralipids (2 different formulations). Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
The customer¿s report of of clogged filter was not confirmed based on functional testing. Although the reported occlusion was not observed during testing, it is likely the set filter became clogged and the liquid flow became restricted due to the accumulation of infusion particulate during use. The customer's report that the set leaked was not confirmed based on functional testing the set was inspected for kinks, holes/tears in the tubing or damages to the components. Functional testing was performed using simulated lipid solution. A lab primary set was first primed and attached to the received set. The fluid flowed through and exited the received set. No leak or occlusion was observed. The primary set was loaded into a lab pump module and an infusion was programmed at a rate of 10ml for one hour. The infusion completed as expected with no alarm, leak, or occlusion. Further testing was performed by pressure testing the set up to 30psi while submerged underwater. No leak or occlusion was observed. The customer's report that the set leaked was not confirmed. The root cause was not identified.

Event description:
It was reported that "sets leaked", during a discussion regarding occlusion of the 1.2 micron filter with smof lipids and intralipids (2 different formulations). Although requested, no additional event and/or patient information was provided.